Event description:
It was reported that this lead exhibited noise and loss of capture was also observed. As such, the patient underwent additional surgical intervention and the device was surgically abandoned. No additional adverse patient effects were reported.